Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that the explant was cancelled on the day of scheduled procedure (B)(6). And had not been rescheduled.

Event description:
Information was received, from multiple sources (manufacturer representative, healthcare provider). Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was reported, that the ins was protruding through the skin. The incision reopened/split open. The issue is ongoing. The manufacturer representative (rep) indicated, they would send any further information as they become aware. Additional information was received, from the manufacturer representative (rep) on 2024-oct-18. The rep saw the patient in the office. The system is still implanted and battery is visible. Rep does not have the plan of care yet, but will update when they learn it. Additional information was received, from the patient. On (B)(6) 2024, they reported, that the ins was protruding through the skin. And the patient was scheduled, for an explant on 11/1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.